Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20 mg/ml at 1 mg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain indications. It was reported that the patient was scheduled for a pump replacement for normal battery depletion. Upon checking the status of the catheter, the healthcare provider was unable to aspirate fluid. It was unknown if there were external factors involved. The entire catheter system was replaced and the event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1997, product type: catheter, product ID: 8578, lot#: n182077015, implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter, product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 15-sep-1999, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 15-sep-1999, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.